Manufacturer narrative:
Based on the claim against the product by the customer noting error 32056, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported problem and verified the error in the log files. The fse replaced the universal surgical manipulator (usm) to resolve the reported problem. The system was tested and verified as ready for use. Isi has received usm involved with this complaint; however, the evaluation is not completed yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. This complaint is reportable malfunction event due to the following conclusion: the customer converted after the start of the procedure due to a non-recoverable error. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had an error 32056 occurred while docking the system. The customer attempted to recover the error and restart the system; however, the issue persisted. The customer converted to laparoscopy with no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the evaluation. Failure analysis (fa) confirmed the reported complaint. The universal surgical manipulator (usm) was analyzed/tested on an in-house system and failed in normal mode, as the error 32056 was triggered. Additionally, the usm was tested on a patient side cart fixture test platform (pftp) and failed the agc current test on yaw. The yaw searchlight flat flex cable (ffc) was swapped out with a new one and the error no longer occurred. The original yaw searchlight ffc was reinstalled, and the errors returned. The unit went through more testing on a pftp with a new yaw searchlight ffc and it passed all tests. The yaw searchlight ffc will be replaced as a fix to the reported problem. The complaint regarding error 32056 was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.